Event description:
User facility mandatory medwatch received that stated: "the hospira buretrols have an in-line float valve or valve flap which makes priming the buretrols difficult and sometimes the valve flap does not seal all the way, causing air to be introduced into the system. In this case, there was fluid in the buretrol. The anesthesiologist attached the IV line to it, and then induced the pt. Upon induction, the pt became hypotensive, his EKG showed st depressions, and he turned ashen. There appeared to be an air/fluid interface moving toward the pt in the distal end of the IV tube. The anesthesiologist immediately disconnected the IV, nitrous oxide was d/c'd and the pt was given oxygen and epinephrine. He responded well to both, and the surgery proceeded. The pt likely had a venous air embolism." Upon further query the following information was provided that indicated an adverse event while the device was in use. The soluset was being used to deliver an unspecified medication. After an unspecified length of time in use, "upon induction, the pt became hypotensive, his EKG showed st depressions, and he turned ashen." Reportedly, air was noted in the tubing. The soluset was disconnected. The pt was treated with unspecified concentrations of oxygen and epinephrine. After an unspecified length of time, the surgery was completed. There were no reported adverse pt sequelae. The customer contact stated the physician could not specify if the tubing set had been properly primed or if the soluset had "secondary drained." Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.